Manufacturer narrative:
The customer¿s reported issue of air bubbles in the tubing, and the pump module not alarming for ail could not be confirmed. The associated pcu or its logs were not provided for the investigation. Analysis of the pump module event log had no recorded usage on the reported incident date (B)(6) 2019. The last recorded infusion programmed was identified to have occurred on (B)(6) 2019 at 2:53pm. The pump module had been programmed to infuse at a rate of 25ml/h with a vtbi recorded at 239.736ml. The pump module was infusing while in anesthesia mode with the infusion placed in a pause state approximately a minute later. It was turned off at 7:33pm with no infusion continued. The single ail bolus setting was recorded at 250l with the accumulated ail feature enabled during the above infusion. The next recorded infusion performed occurred on (B)(6) 2019 at 9:03am after the system had been placed in maintenance mode; it is believed this infusion was biomed testing which was also the date the biomed reported the issue. The pump module detected ail within specifications for all thresholds and alarmed appropriately for detection of accumulated ail. The incident disposable set was not returned for analysis. A root cause could not be identified.

Event description:
It was reported that the patient observed air bubbles in the tubing, however the pump module did not alarm for ail when expected. Although requested, there was no specific event details on the location and size of the observed air bubbles, and no patient details provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no patient details: dob, age, gender, weight, or diagnosis were provided.

Event description:
It was reported that the patient observed air bubbles in the tubing, however the pump module did not alarm for ail when expected. Although requested, there was no specific event details on the location and size of the observed air bubbles, and no patient details were provided.